Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient described a sudden loss of hearing when using the device. There were no interruptions in sound or any particular event that preceded the loss of sound. The user would like to be reimplanted. The clinic will schedule a date for the surgery.

Event description:
The recipient described a sudden loss of hearing when using the device which happened in (B)(6) 2020. Priro to this event the recipient had good benefit with the device. There were no interruptions in sound or any particular event that preceded the loss of sound. The recipient has now been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.